Event description:
Boston scientific crm received info that this right ventricular (rv) lead had become dislodged. During the repositioning procedure, the helix became stuck with tissue. As a result, the rv lead was explanted. A new rv lead was successfully implanted. No adverse pt effects have been reported.